Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 584 mg/dl. The customer was treated with the syringes and insulin. The troubleshooting was performed for high glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that they had performed the displacement test and the test results was no reservoir detected. The insulin pump will not be returned for analysis.